Manufacturer narrative:
On 1/22/2019, it was reported to mentor that the date of explantation was (B)(6) 2019. The left breast implant was deflated. The deflation was noticed by the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported that a developed post-operative flu like symptoms. The patient experienced post-operative complications and numerous doctor visits. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported that the patient experienced bilateral ptotic breasts, and calcium build up on right fourth rib surface. The replacement devices were saline mentor smooth round moderate profile 325cc. The patient tolerated the procedure without difficulty. The patient was in a stable condition after the surgery. On 2/8/19, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the device history record (DHR) for the lot number 6678014 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/7/2019, device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation some creases were observed on the anterior and posterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. Deflation complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. A manufacturing record evaluation (mre) for the lot number 6678014 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the white material observed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(6). Concomitant products: saline mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4), lot 6700758. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 425cc on the right breast implant and with saline mentor smooth round moderate profile 375cc on the left breast implant and experienced deflation on the right breast implant. Mammogram images were taken and deflation was confirmed. The deflation was spontaneous. The patient experienced fever and infection bilaterally post-operatively. At the time of this report, mentor has received no information regarding explantation date. The patient will be replacing the implants with allergan brand breast implant. This medwatch is for the left breast implant.